Event description:
The letter from the attorney states the consumer was a passenger at southwest airlines. The consumer was being transported from one gate to another gate at the airport. The southwest airline employee locked the wheels on the wheelchair and the consumer was attempting to transfer to another wheelchair, when the chair allegedly malfunctioned, causing the consumer to fall to the floor and injure her back and neck.

Manufacturer narrative:
MFR inspected the device in question at the airport. The chair was reportedly dirty and needed some preventative maintenance, but overall functioned as designed. MDR filed as a conservative measure. No malfunction occurred. Accident likely due to transfer error on the part of the user.